Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when the physician was wiping off the thermocool® smart touch® sf uni-directional navigation catheter, it was noticed that there was blood inside the chamber of the force sensor. The caller reported that the physician tried to clean the a thermocool® smart touch® sf uni-directional navigation catheter, and some of the blood had drained out, but there was still some blood inside the force sensor chamber. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. It was reported there was no difficulty in maneuvering the catheter and there was no physical damage see. The customer¿s reported issue of blood inside the chamber of the force sensor (pebax) is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found a reddish material observed in the pebax along with a hole in the pebax. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the thermocool® smart touch® sf uni-directional navigation catheter device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, a picture was received from the customer to aid in the investigation. The picture was evaluated following biosense webster's procedures. According to the picture provided, a reddish material could be observed inside the pebax, however, there is no evidence of physical damage on the pebax, the reddish material observed inside the pebax is related to the customer's complaint, however, this cannot be conclusively determined based on the picture alone. A manufacturing record evaluation was performed and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).